Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implant failed and they have been unable to recharge or get stimulation. The patient stated that the implant is no longer helping, and they are beginning to have irritation under their battery pack. They mentioned they have dealt with this in the past, but the irritation has gotten worse. They almost had to go to the ER. The patient inquired about explant. They were to follow-up with their healthcare provider. No further complications were reported. The patient was implanted for spinal stenosis.